Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room due to the infection. The whole pulse generator system, including two leads were explanted and replaced successfully. The patient left from the operation room in good condition.